Event description:
During baxter's eval it was found that a spectrum pump experienced a 'door not fully latched' alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the eval identified and experienced a 'door not fully latched' alarm, caused by a failed door. The failed door was replaced. See scanned page.